Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer's blood glucose as the customer was not using the pump for insulin therapy at the time of the issue.